Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during a fill tubing attempt. The blood glucose reading was unknown. The customer stated that insulin exited the tubing during a manual push using the plunger. Upon troubleshooting, it was reported that the insulin pump alarmed no delivery during a manual prime and insulin did not exit the tubing with another reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.